Event description:
It was reported that post implant the patient was still having syncopal episodes. The device was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 implantable pacing lead, (B)(6) 2013; 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).